Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported about one sample ID had been assigned an incorrect patient ID. The customer emailed his astm logs for review. After reviewing the logs, it was found that after a small time gap the line sequence was off in the astm log. This led the instrument to send <nak> to the lis. The log shows that after the <nak> was sent, the lis continued to send lines without resending the <nak> line. This led to an instance where a p line for one patient was matched with the o line for another patient. The analysis of the astm log shows the incorrect behavior of the customers lis (incorrect reaction to nak signal). The incorrect assignment between sample ID and patient was detected by a lab technician, when reviewing result on the system and noticing the discrepancy to documents available in the laboratory. The results were not validated and therefore not submitted to the hospital's lis. From today's perspective, we can say that the instrument is working within specifications. The root cause analysis is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that one sample ID on tango infinity had been assigned an incorrect patient ID. The customer emailed his astm logs for review. After reviewing the logs, it was found that after a small time gap the line sequence was off in the astm log. This led the instrument to send <nak> signal to the customer's lis (laboratory information system) as appropriate to the specifications. The log shows that after several <nak> signals were sent, the lis continued to send lines without resending the <nak> line and without aborting the message. This led to an instance where certain lines in the log did not match anymore, leading to a mismatch of patient ids. The analysis of the astm log shows the incorrect behavior of the customers lis (incorrect reaction to nak signal). The incorrect assignment between sample ID and patient was detected by a lab technician, when reviewing result on the system and noticing the discrepancy to documents available in the laboratory. The results were not validated and therefore not submitted to the hospital's lis. The affected tango infinity functioned correctly. The issue is clearly documented in the log files and shows a malfunction of the customer's lis system.